Manufacturer narrative:
The subject device was revised but not explanted. (B)(6). Device is not distributed in the united states. (B)(4). A device history record review was performed for the subject device lot number 9732146. Manufacturing location: (B)(4). Date of manufacture: 13. Nov. 2015. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. A manufacturing investigation was performed for the subject device. The subject device was returned to the manufacturer with the complaint condition stating: the involved items have not been returned in the original not-sterile packaging: the p/n and lot number etched on products match to complaint system and DHR. The recess of the screwdriver is visually damaged post production. Previous manufacturing investigation concluded that the complaint is confirmed but not manufacturing related. Based on the outcomes of the investigation of corrective and preventative action (CAPA) a new manufacturing investigation has been opened for the same issue in order to re-evaluate the involved items. The returned parts were re-inspected for the direction of the thread. The locking caps resulted non-conforming for the direction of the thread which resulted opposite to the specification: thread geometry mirrored. The conclusion of the product investigation is that the returned parts are not conforming from a manufacturing perspective. The issue has already been identified in the internal nonconformance (ncr) and corrective and preventative action (CAPA). A sensibilization on the issue has been done as part of the nonconformance report. When the issue has been detected with nonconformance report, all the lots in work in process (wip) were stopped as also the production of the involved articles on the involved equipment. The stop remained in place until the implementation of the immediate actions documented in CAPA. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in the (B)(6) as follows: it was reported that revision surgery was performed on (B)(6) 2016 due to postoperative migration of the 6.0mm titanium curved soft rod and patient pain. The patient was initially implanted on (B)(6) 2016 at levels l4, l5 and s1 with the universal degen screw (uds) system. Approximately one month after the initial surgery on an unknown date, the patient returned to the surgeon for a postoperative evaluation with complaints of pain. X-rays taken revealed the reported rod had migrated outside the system construct. During the (B)(6) 2016 revision surgery, the surgeon extended the construct to the sacrum and implanted two (2) uds sacral screws (7x45mm) and replaced six (6) uds locking caps. The reported rod was not replaced and remains in the patient. The patient¿s postoperative outcome was reportedly stable. This report is 3 of 6 for (B)(4).

Manufacturer narrative:
Inadvertently included incorrect receiving by MFR date on initial report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.